Manufacturer narrative:
The subject device is not available.

Event description:
The patient underwent thrombectomy procedure of the m1 segment of the left mca. It was reported that during procedure embolization to new territory (ent) of the left anterior communicating artery and pericallosal artery occurred. The ent was successfully treated with aspiration. Post procedure the patient achieved a tici score of 3 and discharged to inpatient rehab approximately 8 days post the index procedure with a modified ranquin scale (mrs) of 5. It was reported that the patient is currently living independently at home with wife. Has been able to resume most activities. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, embolus is a known risk associated with endovascular procedures and is noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The patient underwent thrombectomy procedure of the m1 segment of the left mca. It was reported that during procedure embolization to new territory (ent) of the left anterior communicating artery and pericallosal artery occurred. The ent was successfully treated with aspiration. Post procedure the patient achieved a tici score of 3 and discharged to inpatient rehab approximately 8 days post the index procedure with a modified ranquin scale (mrs) of 5. It was reported that the patient is currently living independently at home with wife. Has been able to resume most activities. No further information is available.